Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, and leak testing. However, it did not meet the requirements for reflux, pressure flow and pre-implantation testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux and affecting the flow of fluid through the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure the ventricular catheter was implanted, and cerebrospinal fluid (csf) flow was observed. When connecting the valve and palpating it, no csf flow could be observed. The clinician decided that the valve was not working properly. The valve was replaced and no symptoms/complications were reported.